Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 21 mm proximal to the distal end of strain relief with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.75-3.00mmx16-18mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.75-3.00mmx16-18mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.